Event description:
It was reported that no readings on the cgm occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient stated that the cgm had no readings and no error message. She stated after seeing there were no readings on the cgm, she felt weak and passed out at 3:00pm while she was sitting on the couch. Her husband brought her to the hospital. Her bg was checked at the hospital and it was 400 mg/dl. The patient was treated with insulin for hyperglycemia. The patient was hospitalized until (B)(6) 2023. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.